Manufacturer narrative:
Additional information: the device evaluation was completed. A visual inspection with the naked eye was performed with no issues noted. Functional testing, including leak, clear passage, clamp function, and integrity tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adaptor (patient connector) of the uv (ultra violet) flash transfer set was "idled" and difficult to connect to the patient¿s titanium adaptor. This occurred during set up for peritoneal dialysis therapy. The transfer set was replaced. There was no allegation against the titanium adaptor. There was no patient injury or medical intervention associated with this event. No additional information is available.